Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call their blood glucose level went up to 412 mg/dl. The customer bloused to bring that down 12 units. The customer reported that the blood glucose was 112 mg/dl prior to infusion set change. He changed the infusion set and the cannula was not bent. The device was not returned.